Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer received a replacement pump and called tandem technical support for assistance in changing the bolus option on the pump from units of insulin to grams of carbohydrates. Reportedly, when delivering a bolus, the customer mistakenly entered units of insulin instead of grams of carbohydrates. The customer reported a blood glucose level of 75 mg/dl, which was addressed by consuming juice and ice cream. Tandem technical support assisted the customer with the requested changes to the settings.